Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. A request was made to have the data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Low impedances measurements out of range on the left ventricular (lv) lead were also noted. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.